Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2021 for a device explant procedure as device had an elective replacement indicator (eri) alert . During examination, it was noted that the cause of early eri was due to high capture threshold on the left ventricular (lv) lead. No programming changes were performed on the lv lead. There were no adverse consequences to the patient.